Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had an unspecified tubing cap loosened. This was discovered by the patient before treatment. The cassette was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.